Event description:
It was reported that the pulse generator exhibited backup vvi operation. A software download was unsuccessful. The device was explanted and replaced on (B)(6) 2013 due to the device approaching elective replacement indicator.

Manufacturer narrative:
(B)(6). Analysis confirmed normal battery depletion.